Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2022, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient was treated with topical antibiotics. (Specific date and duration not reported).